Manufacturer narrative:
Through follow-up, customer stated there was no patient involvement. Analyst discovered that this complaint is associated to MDR# 2031642-2017-00329. Blower not running and an MDR has been addressed under MFR. Report # 2031642-2017-00329.

Event description:
The customer reported that the unit alarmed low inspiratory pressure. The customer also reported that the unit failed flow test and customer observed that the blower was not turning. There was no patient involvement.

Event description:
Customer reported that the unit alarmed low inspiratory pressure. Customer also reported that the unit failed flow test and customer observed that the blower was not turning. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user.